Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that according to the scrub technician, the instrument was opened and would not fire. The cartridge is still in the instrument, partially fired. The 1st locking handle was not an issue, however, the 2nd would not complete its cycle. There was no pt consequence.